Event description:
The distributor stated, the customer alleged the pump did not give an occlusion alarm when the tube was blocked. Nobody noticed during the night that the nutrition had not been delivered. Pt was diabetic with a severe glycemic problem. No impact to pt was reported.

Manufacturer narrative:
The pump was visually examined and no signs of cracks or fluid ingress were found. Calibration values were within spec. Tests were run simulating the conditions of the incident with the pt and the pump alarmed occ in or occ out correctly each time. The complaint could not be confirmed. This report is part of retrospective review for reportability.